Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were experiencing uncomfortable stim/overstimulation, painful stimulation. The patient stated she met with hcp (healthhcare provider) and manufacturer's representative yesterday for programming. Patient stated representative made changes to pt's settings and increased stimulation to 1.3. The patient was instructed by rep to keep setting at 1.3 for five days. New settings are causing pt a lot of pain. Pt states she could barely sit down she was in so much pain. The patient wanted to decrease stimulation to a comfortable level. Patient services had pt sync pp (patient programmer) with ins (implantable neurostimulator) and stimulation was currently set at 0.3. Pt had already decreased stimulation on her own. Patient services asked if 0.3 is comfortable for pt and pt stated yes. Patient services asked if pt is still in pain and pt stated no, but pt took a pain pill earlier to help and she is unsure if pain has gone away because stimulation is set lower or if it is the pain pill. Event date: (B)(6) 2016. Patient called. Caller stated she saw a rep for an adjustment was stated she was in more and more pain. Patient services and caller were unable to understand each other - patient services asked to have spanish speaking agent call patient back. Indication for use noted as: gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.